Event description:
It was reported that tubing has been loaded in a reverse direction, causing blood to be drawn back into line and caused the line to be clotted. The access was a PICC line that had to be removed and surgically replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned and an eval is completed a supplemental report will be submitted.